Manufacturer narrative:
B1 adverse event erroneously entered on the previous manufacturer device report number should be left blank. H1 type of reportable event erroneously entered on the previous manufacturer device report number updated to n/a.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported that a patient on impella 5.5 support exhibited signs and symptoms of a cerebrovascular accident (cva) and confirmed middle cerebral artery occlusion with head computed tomography (CT) scan. It was further reported that the patient was diagnosed with cva approximately 10 hours after receiving the impella 5.5. When the patient was taken for the CT scan, the neurologist determined that the cva was experienced 24 to 48 hours previous to the scan that was done at the 10-hour mark post procedure. Due to these findings, the team determined it was not impella related. It was unknown the definitive cause of the stroke. Potential anoxic brain injury secondary to hypoperfusion during resuscitative efforts was the common understanding. There is not enough information to exclude the impella device as an associated factor in the patient's cva.

Manufacturer narrative:
The medical safety officer reviewed the event after conservatively reporting to regulatory agency and determined the impella can be dissociated from the cerebrovascular accident (cva); there is no identifiable connection.